Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no video signal. The issue was found during set up/ inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure (no video signal on this camera head) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: gap between cable unit, water tightness lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: endoscopic image cannot be displayed due to a gap between cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.